Event description:
Event description guidant received information that this implantable lead displayed noise on the rate/sense electrogram causing inhibition of pacing. The noise was reproduced during a threshold test, however it was not sensed. The other lead measurements were within normal limits.